Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right atrial (ra) lead was pacing in the right ventricle (rv), but the rv lead was sensing appropriately in the ventricle. Chest x-ray confirmed that both the ra and rv leads were dislodged. Both the ra and rv leads were revised on (B)(6) 2026. The patient remained in a stable condition and was asymptomatic before, during and after the procedure; and was later discharged the next day.